Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch ultralink meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began during the last week of (B)(6) 2016 between 7:30-8:00am (date not provided). The patient stated that she obtained the result of "249 mg/dl" using the subject meter compared to results of "224, 159 and 174 mg/dl" obtained using another device, all results taken within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with self-adjusting insulin. The patient stated that she took more insulin in response to the alleged product issue (time not provided). The patient claimed to have developed the symptoms of "fast heartbeat, and shirt, hair and bed soaked with sweat" 8 hours after the alleged product issue began. The patient stated that she tested her blood glucose and obtained a result of "39 mg/dl" then self-treated with a glucagon shot and 2 glasses of orange juice. At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed that she developed symptoms and provided self-treatment suggestive of a severe low blood glucose excursion after the alleged product issue began. The symptoms and treatment do meet lifescan's criteria for a serious injury. Additionally, the patient stated that she obtained a blood glucose result of "39 mg/dl", which also meets lifescan's criteria for a serious injury.